Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a patient presented with an infection three weeks following acl reconstruction. It is assumed that antibiotics were prescribed to address this event.